Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 303 mg/dl. The customer would clear the alarm and resume insulin delivery to address the bg level. During troubleshooting with tandem customer technical support (cts), the customer inadvertently started the cartridge change process and subsequently received a minimum fill notification. Cts advised the customer to changed the cartridge and infusion set. The customer acknowledged.